Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A connection anomaly on the device was noted. The device loss connection with the programmer during the follow-up and could not be interrogated after that. The device was explanted and replaced. The patient is stable with no adverse consequences.

Manufacturer narrative:
The device could not establish bluetooth communication due to premature battery depletion. X-ray inspection identified foreign material shorting the positive battery terminal to the ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. Based on this information, abbott is performing further investigation.

Event description:
Related manufacturer report number: 2017865-2019-02433.